Event description:
A report was received that a subject experienced severe pain in his left eye after 84 days of using aosept plus/clear care disinfecting solution and 19 days of continuous wear of night & day contact lenses during a clinical trail. The reported diagnosis was a peripheral ulcer/microbial keratitis with infiltrates (2 focal, 1 diffuse/ 0.5 x 0.5) and anterior chamber reaction of 3-10 cells, and anterior chamber reaction of 3-10 cells, os. Treatment consisted of ciprofloxacir, eye drops = hourly, homatropine eye drops 3 times a day. Pre-event acuity reported as 6/6 and currently as 6/6-3. Report states event is resolving with expected scarring. No further information is available.

Manufacturer narrative:
Final visit visual activity for the affected eye reported an 6/9. 6-1. Condition resolved completely with 2 residual corneal scars. Micro report from lower lid showed to grow staphylococcus species. No further information provided.